Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had urinary storage symptoms in 2008 and the patient¿s urinary leakage was the most bothersome. It was stated the patient¿s symptoms were associated with constipation. It was noted in the twelve months prior to (B)(6) 2008 the patient had numerous urinary tract infections, once per year. It was stated they presented mostly with a high fever. Reportedly, as protection, the patient used two maxipads at once and 42 pads per week. It was noted the patient had some initial improvement with their device but the response to the treatment was marginal. It was reported the patient was not sure if their neuromodulation was working or not. However, the patient¿s husband stated that when the device was off the patient ran to the bathroom much more frequently. It was stated the patient was scheduled to have their implantable neurostimulator (ins) replaced with perioperative reprogramming. It was also stated the patient was found to have poor response to their neuromodulation six months prior to (B)(6) 2008 and their device was found to have decreased battery output.

Event description:
Additional information received reported that the health care provider (hcp) had not seen the patient after their surgery on (B)(6) 2008 and it was unknown if the patient required hospitalization due to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0306826v, implanted: (B)(6) 2003, product type lead product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).